Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 10ml ls emerald had foreign matter on it. This was discovered during use. The following information was provided by the initial reporter: the customer found a white, plastic particle next to the stopper.

Event description:
It was reported that syringe 10ml ls emerald had foreign matter on it. This was discovered during use. The following information was provided by the initial reporter: the customer found a white, plastic particle next to the stopper.

Manufacturer narrative:
H.6. Investigation summary: bd has been provided with photos and a sample for catalog 307736 to investigate for this record. Visual examination of the sample identified the foreign matter as a large amount of silicone stuck at the stopper of the syringe. As a result, bd was able to verify the reported issue. The origin of the reported foreign matter consisted of silicone oil. The silicone oil is used to lubricate the inner part of the barrel and facilitate the movement of the plunger rod. Correct presence and quantity of silicone in the syringe is evaluated in our routine manufacturing controls. Bd considers because of some temporary issue in the siliconization process, there was an excess of silicone causing the reported nonconformance. Considering our in-coming and in-process inspection, no corrective actions are required at this time. No DHR review can be carried out as lot number is unknown.